Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device was recalibrated to address the issue. During the evaluation of the device at the manufacturer's service center, was observed the device shutdown. The device¿s power management board was replaced to address the issue. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device was recalibrated to address the issue. During the evaluation of the device at the manufacturer's service center, was observed the device shutdown. The device¿s power management board was replaced to address the issue.